Event description:
The customer reported that this bur guard was in use with a drill that overheated during use. The customer is returning this device for evaluation. The user felt the heat in the handpiece and discontinued use. The surgery was completed without injury or delay.

Manufacturer narrative:
Investigation findings: conmed linvatec received this bur guard for testing and confirmed overheating related to bearing failure. The customer will be provided these findings. Associated report: 1017294-2008-00241. The info for use (IFU) provide the following information for the user regarding this device: warnings. Prior to each use, all equipment must be inspected for proper operation. Overheating might occur if bearing are worn or are not kept clean. If overheating occurs, discontinue use and return for service. Guards are to be returned to linvatec/hall surgical every six months for routine maintenance. Bur guard test procedure: prior to attaching the bur guard; check for worn bearings by inserting a bur into the nose of the bur guard. While holding the bur, spin the guard. The guard should spin freely around the bur shaft without restrictions. Attach the bur and guard to the drill using the following instructions. Run the instrument for at least 30 seconds, carefully feelling the tip of the guard for heat. If heat is noticed, discontinue use and return to linvatec/hall surgical for service. The customer will be contacted with additional info on this device.